Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The events leading to her admission was vomiting and dry mouth. The customer stated that she was experiencing unexplained high blood glucose for the past three days. The customer's most recent glucose reading was 260mg/dl, and she was treated with manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. No further info was provided.